Event description:
It was reported via a legal notification that a 75 yo patient, initial right knee arthroplasty on (B)(6) 2015, underwent a revision procedure on (B)(6) 2022, approximately 7 years post the initial procedure. Pre & post operative diagnosis: failed right total knee arthroplasty due to instability. A revision of both femoral and entire tibial component, right total knee replacement was performed. During the procedure, a large amount of unremarkable fluid was encountered. A dark staining of the synovium was noted. Cultures, and a frozen section was performed. Frozen section demonstrated no neutrophils. There was no clinical evidence of infection. Following the revision procedure, it was indicated the patient tolerated the procedure well and was transferred to the recovery room in satisfactory condition. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6. Investigation - the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s knee instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.